Manufacturer narrative:
3/17/2022 - customer notified us of a capsule that has been retained for a week. Kub x-ray was recommended to the customer to confirm the retention. 3/28/2024 - customer reported that the capsule was retrieved by doing an upper endoscopy and another capsule was placed at the same time. Since a device was used to retrieve the capsule, frm-0089a capsule incident questionnaire was sent out to the physician to obtain more information on the reported incident. The followings are the information the physician provided, ­ capsule caught in lap band area and doctor had to remove. ­ egd performed on 3/21 and capsule removed. It is believed that the physician did not think the lap band would contribute to the retention prior to the administration. However, the capsule turned sideways when it reached the lap band area so that the capsule was unable to go through and was retained there. Therefore, it is concluded that the lap band the patient has contributed to the capsule retention.

Event description:
3/17/2022 - customer notified us of a capsule that has been retained for a week. Kub x-ray was recommended to the customer to confirm the retention. 3/28/2024 - customer reported that the capsule was retrieved by doing an upper endoscopy and another capsule was placed at the same time. Since a device was used to retrieve the capsule, frm-0089a capsule incident questionnaire was sent out to the physician to obtain more information on the reported incident. The followings are the information the physician provided, ­ capsule caught in lap band area and doctor had to remove. ­ egd performed on 3/21 and capsule removed. It is believed that the physician did not think the lap band would contribute to the retention prior to the administration. However, the capsule turned sideways when it reached the lap band area so that the capsule was unable to go through and was retained there. Therefore, it is concluded that the lap band the patient has contributed to the capsule retention.